Manufacturer narrative:
(B)(4). Evaluation, results: (mi and revascularization).

Event description:
The previously reported revascularization of the 1st obtuse was carried out on the same day as the mi.

Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the mid lad during index procedure. There was a second endeavor sprint over the wire (otw) drug eluting stent implanted in the 1st obtuse marginal during a staged procedure approximately 3 weeks later. Patient was asymptomatic / free of symptoms at 30 day and 6 month follow up's. It is reported that the patient suffered an acute non-stemi approximately 7 months post index procedure. It is reported that it was a non-q-wave mi, involving the target lesion. It is reported that the patient was diagnosed with coronary artery restenosis and there was a revascularization carried out one day later. There was another brand stent implanted in the 1st obtuse marginal. It is reported that the patient recovered with treatment. Investigator indicated that the event was probably related to the study device and the study procedure. Patient's cardiac status at 1 year follow up was unstable angina. Patient was asymptomatic / free of symptoms at 1.5 year and 2 year follow up's.